Event description:
Healthcare professional reported right side seroma and ¿some small lymphocytes and scattered histiocytes on bloody background, negative for malignancy(bia-alcl)¿. Device remains implanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device additional observations: yellow particles observed in the surface of the device. Crease flat observed in the device. Observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification).

Event description:
Patient reported right side seroma and ¿some small lymphocytes and scattered histiocytes on bloody background, negative for malignancy (bia-alcl)¿. The device has been explanted and replaced.